Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter zip. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist created cases to document customer concerns and complaints related to the current pharmacy and name change process. These complaints were escalated to leadership for further review. The process continues to be evaluated. Communication regarding any improvements will be provided to customer leadership by the appropriate team. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux delay due to pharmacy change. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux delay due to pharmacy change. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.